Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is having problems. The insulin pump has frozen twice and customer has removed the battery. Customer has discovered bent cannulas. The current blood glucose reading is 300 mg/dl. Attempted to treat the high with the insulin pump, but the buttons do not respond. The insulin pump is frozen with no advancement of time. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device communicated with the transmitter and glucometer properly. Programmed sensor glucose values registered properly. No damage to the keypad assembly or frozen display noted.